Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform displacement test due to blank display.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump screen was broken. Troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.